Event description:
It was reported that the user¿s ilet pump displayed a low glucose alert and the user reported a current blood glucose of 60 mg/dl after a usual announced supper. Symptoms included difficulty walking earlier, which improved by the time of the call, consistent with hypoglycemia. Outcomes included treatment with oral glucose. Investigation included troubleshooting and education conducted during the call. Investigation of this case revealed no confirmed meter value and no device malfunction reported, with the event characterized as hypoglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.